Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6137693. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the device, bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 in., had blood leakage at wings level causing presence of bubbles in the tube. No medical intervention or injury reported.